Event description:
It was reported the screen periodically goes black at initial startup. It was also reported the programmer is not able to interrogate. The programmer was returned for repair. No patient complications or patient interaction occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event that the screen periodically goes black at initial startup and the programmer would not interrogate. It was noted that there was a longer than normal boot-up, which may have been interpreted as a black screen. The hard disk drive was reimaged and current software was reloaded as a preventative. Concomitant medical products: product ID: 2067, radiofrequency head. Product ID: 229047, analyzer. (B)(4).